Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion." According to customer: "pump was set up to run chemotherapy total volume 534 mls over 3 hours. At the end of the 3 hours the volume was not completely infused and it showed time ended. 115 mls pending to be infused."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our bbm laboratory in melsungen, germany. 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analysed. On (B)(6) 2021 the described infusion was found. The infusion started with a rate of 178ml/h and a volume of 534ml about 3 hours. The volume was finished after 3 hours. No other abnormalities were found. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The mechanical pressure was slightly out of tolerance, but it has no effect on the flow accuracy. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,49%. 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation.